Event description:
It was reported that revision surgery was performed due to aseptic loosening.

Event description:
It was reported that revision surgery was performed. The reason for revision is unknown.

Manufacturer narrative:
(B)(4).